Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the scope visibility was not clear. The surgeon applied another device to complete the procedure. The hosp reported no patient injury occureed.